Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The device also had a minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the display on the insulin pump is blank. The customer stated that he bolused before going to bed and when he woke up in the morning, the display was blank. Blood glucose value at the time of the incident was 244 mg/dl. He stated that the insulin pump did not have physical damage or corrosion but it was exposed to moisture because three days back he perspired heavily while wearing the device. During troubleshooting, the customer changed the battery bur the display did not return. Customer's spouse then reported they could see fluid under the screen. Blood glucose at the time was 134 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.